Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient reported feeling ¿unwell,¿ though no specific physical symptoms were documented at that time. Cgm readings indicated unspecified low glucose values, but no bg meter comparison was provided. The patient was using an omnipod insulin pump. Due to concerns, the patient presented to the emergency room (ER) for evaluation. Upon arrival, a bg meter reading showed a value of 700 mg/dl. The patient was unaware of the cgm comparison value during the ER visit. The patient was diagnosed with diabetic ketoacidosis (dka) and received treatment with intravenous (IV) fluids and an IV insulin drip. After a two-day hospital stay, the patient was discharged home with a bg level of 120 mg/dl and reported feeling ¿better¿ at the time of discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis